Event description:
While wearing the external equipment, the pt reportedly experienced overly loud sensations and intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.